Event description:
According to the reporter, during a procedure, the sterile gown was burned by the bovie tip while on field but was not in use. The gown was changed along with the gloves. The bovie tip was switched out to a coated tip and changed the cut settings from pure to blend. After a few minutes of use, it was noted that the coated teflon tip appeared to be melting due to the heat of the bovie. A new bovie machine, bovie pencil, tip, and grounding pad were used with no further issues noted. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.